Manufacturer narrative:
The user reported a high glucose event and provided example data showing readings on (B)(6) 2025, at 3:10 am est with an sg of 136 mg/dl and bg of 238 mg/dl, and at 12:19 am est with an sg of 194 mg/dl and bg of 395 mg/dl. A review of the data management system (dms) showed corresponding readings at 3:06 am est with an sg of 139 mg/dl and bg of 238 mg/dl, and at 12:15 am est with an sg of 186 mg/dl and bg of 395 mg/dl. The dms review confirmed that the user did not receive a high glucose alert at the time of the events because the sg values were below 200 mg/dl. The user resolved the event by self-administering insulin. The user's healthcare provider was not aware of the event, and the user was advised to contact their healthcare provider for further medical guidance.in an associate case of sesnor inaccuracy, inclusive of the event, based on the escalation analysis, a sensor replacement was approved due to a performance deviation. An RMA was issued for the return of the sensor for further investigation. Upon receipt, a visual inspection was performed, and no anomalies were observed. In-house testing of the returned sensor, along with in vivo data, indicated chemical degradation across all sensing areas, consistent with oxidation of the glucose indicating component of the sensor hydrogel, which likely contributed to the inaccuracies observed by the user. A replacement sensor was provided to the user as part of the resolution. B4.date of this report 27 jan 2026 g3.date received by the manufacturer? 27 jan 2026 h3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 10 h6. Investigation findings updated to 3231 h6. Investigation conclusions updated to 4307

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported hyperglycemic event on 8/8/25. Dms was reviewed with the user on the call and we were able to confirm the following: 3:10 am - bg 238 mg/dl - sg 136. 12:19 pm - bg 395 mg/dl - sg 194. In each scenario the bg was above the alert level, however the sg was not. User did not receive any alerts as the sg was below the alert level. User was able to self treat with insulin and will make their hcp aware.